Manufacturer narrative:
Updated data: d9 - device available for evaluation and return date h3 - device evaluated, device returned to manufacturer and eval summary attached h6 -method, result and conclusion codes h10 - product analysis: upon receipt at medtronic¿s quality laboratory, the device was received in its original product packaging filled with lightly cloudy unknown solution. The valve was blood-stained with valve skirt appearing slightly crimped. All leaflets were slightly stiff yet flexible. All leaflets were intact with creases and imprints, conditions associated with the crimping and recapturing process. As received, all leaflets appeared to be in partially closed position. All commissures appeared intact. No damages were found on the frame. Remnant bloody host tissue was observed on the outflow and inflow of the valve. The valve was submerged in warm saline; valve frame expanded. The valve was then placed in a cold saline bath to perform loading simulation per instructions for use (IFU). Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced to complete the loading of the valve; no visual or tactile anomalies were noted. The valve was deployed in a warm saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture; no anomalies were noted. The valve was fully deployed; no visual anomalies were observed. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: intra procedural angiographic images were provided for review of the event description. Patient¿s executive summary was not provided for anatomical review. There was no evidence of infold seen in the images provided. The images provided were of the valve that was implanted. There were no images of the infolded valve. However, it was reported that the infolded valve was recaptured and discarded. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Per the event description above, the implanting team followed best practices. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. As reported, the infold occurred after the third deployment attempt. It was also reported that the patient's native aortic leaflets were calcified, especially the right leaflet, and the team suspected the native valve could be a type 1 bicuspid valve, with right-left fusion. This would be a likely contributing factor to the infold. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not allege a device misuse or malfunction occurred. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, infolding of the valve was observed during the third deployment attempt, prior to the point of no recapture.  Two deployment attempts had been previously performed, and the valve was recaptured due to an inadequate implant depth. The infolded valve was recaptured and the entire system was removed from the patient. It was reported that the valve had been properly loaded, with no misload detected during the fluoroscopic load check. A pre-dilation had also been performed using a 23 mm non-medtronic cristal ballon. A replacement valve was loaded onto a new delivery catheter system (dcs). The replacement valve was successfully implanted. Of note, the patient's native aortic leaflets were calcified, especially the right leaflet. The team suspected the native valve could be a type 1 bicuspid valve, with right-left fusion, however the computed tomography (CT) resolution was not sufficient enough to confirm. No adverse patient effects were reported.